Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) has not reading pressure parameter. No patient harm/injury reported.

Manufacturer narrative:
Due to character restrictions in block e1. (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) wasn¿t reading the pressure curves by the monitor. No patient harm/injury reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name : (B)(6). Updated fields : b4, b5, d9, e1 (event site name), g3, g6, h2,h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions). Corrected fields: e1 (event site telephone). A getinge field service engineer (fse) evaluated the unit and verified that the p10 pin was giving a poor contact in the connections. The pin was removed, cleaned, and all debris inside the pin was removed, then it was reinstalled. Tests were carried out with a pressure transducer and signals from both the monitor and the cs100 were passing correctly. All service mode tests were also performed and are in accordance with the manual. The safety disc, which had expired due to hours of use, was replaced. The equipment has been cleared for use.